Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped working. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02559 and medwatch 2210968-2012-02561. The same patient is represented in each medwatch.